Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the device did not reveal any anomalies to the microcatheter shaft or hub. During functional testing the device was unable to be flushed and a demonstration guidewire or patency mandrel were unable to be advanced through the device as the hub and catheter shaft were blocked/occluded with solidified contrast media. The contrast was unable to be removed from the device. The balloon catheter was cut at 12cm from the hub in an attempt to inflate the balloon. The balloon was inflated and a leak was noted at the proximal end of the balloon. The investigation concluded that it is probable that the device was damaged during the clinical procedure as no anomalies were noted to the device prior to use; therefore, an assignable cause of operational context was assigned to the reported event.

Event description:
It was reported that during the procedure the physician inflated the balloon (subject device) with approximately 50% contrast after the guidewire was inserted; however, the balloon did not inflate. The physician retrieved the balloon and attempted to inflate the balloon outside the patient; however, the contrast leaked. The physician observed a pinhole at the proximal part of the balloon. The procedure was successfully completed with another device with no patient impact.

Event description:
It was reported that during the procedure the physician inflated the balloon (subject device) with approximately 50% contrast after the guidewire was inserted; however, the balloon did not inflate. The physician retrieved the balloon and attempted to inflate the balloon outside the patient; however, the contrast leaked. The physician observed a pinhole at the proximal part of the balloon. The procedure was successfully completed with another device with no patient impact.